Manufacturer narrative:
(B)(4). Batch #t5c66g. Investigation summary: the analysis results showed that one gst60d cartridge reload was returned unfired with the cartridge pan partially dislodged from left proximal side. No functional test was performed due the condition of the cartridge. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Additional information was requested and the following was received: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? = no. There was no issue for jaw opening, and also the knife reverse button worked well.

Event description:
It was reported that during an unknown procedure, the surgeon tried two cartridges (gst60g and gst60d) on the lung and firing trigger didn't work properly. There was no issue opening the jaw and the knife reverse button worked properly. There were no patient consequences.